Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. However, log file analysis reveals that the suspect device was having problems since last year. There was nt error #3 (initial flow too high) last august, failed circuit tests last november, and first occurrence of alarm 401 last december. Since then, alarm 401 and nt error #3 were triggering together after every startup. This march, the cfb (ventilation controller) was active for 2 minutes, and "technical failure 316 - blower failure" was triggered once with 401. The customer was requested to complete the complaint form, perform the inspiration block/valve test, and send new set of log files. The customer then confirmed that the problem had been resolved by updating the equipment's firmware and performing a valve test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 was having a technical failure 401 - inspiration valve or device leaky. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to determine the exact root cause. The root cause of the failure was most likely an o2 cell that was not properly seating, and the failure was resolved by tightening the cell. There have been no further updates from the customer since (B)(6) 2022.